Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler fired but the jaws of the device lock on tissue and there was problem unloading the reload. It was stated the jaws of the load would not open. Another handle was used. There was no patient injury.